Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 30 degree endoscope plus was flipping backwards. The technical service engineer (tse) reviewed the logs and found 282 for the camera universal surgical manipulator (usm) 3. The camera was flipping to the wrong direction in relation to the settings at the surgeon side console (ssc). The customer tried another endoscope, and it would also sometimes flip and sometimes flip opposite. The customer undocked and power cycled the system and the issue persisted. The customer then reseated the sterile adapter and after that the endoscope 30 degree up and down worked with no issues. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved and ended up not being any equipment failure but was resolved with the drape being reseated onto usm 3 and then it worked well with both endoscopes and no problems.

Manufacturer narrative:
The reported event was addressed with phone support. The customer reseated the endoscope and the sterile adapter, and this solved the issue. An RMA was not issued for return as the customer reported that the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.